Event description:
It was reported by service report that the footboard bed exit plastic module was cracked. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: footboard module.